Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date. Lot/serial number not provided.

Event description:
It was reported that the patient states that she had to self-mix cassettes due to premix cassettes alarming for non- disposable tubing. No patient injury was reported.

Manufacturer narrative:
H6: health impact and evaluation codes: updated no lot number was provided; therefore, device history record review could not be performed. No product sample nor photos were received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).